Event description:
The patient was in for an exploratory laparoscopy with partial sigmoid colectomy. A contour stapler was used on the bowel resection. It fired fine the first time, but the refill (reload) would not seat and would not fire. A second contour (stapler) was opened and the case proceeded without incidence.